Manufacturer narrative:
None

Event description:
Who: the doctor contacted ulab regarding a possible allergic reaction. What: "I saw a patient today because his gums were irritated from the aligners. He said he didn't have any issues with aligner #1, but now he is having issues with aligner #2. It is mainly the upper 1st & 2nd molar area on the inside and outside gingival area. The lower gums at the lower 1st molars were slightly irritated as well. I polished the gingival area and papilla area, so hopefully that will help. However, the strange part is the aligners don't really touch the gums except for the papilla area. That is why I don't know if the polishing will do anything. I started to think he could be having an allergic reaction, but it should have happened with aligner #1. However, allergic reactions tend to get worse over time like he could have had slight irritation with aligner #1, but now it has gotten worse with aligner #2 enough to really notice it." When: (B)(6) 2024 where: chairside while delivering the aligners to the patient. Why: no RMA no manufacturing defects. Inspected at qa03 by #241 on (B)(6) 2024. Per discussion in the complaint meeting on (B)(6) 2024, the cause of the patient's reaction remains undetermined. It is not known if the aligner material or other materials used during the treatment (adhesives/attachment bonding/latex) or if materials used by the other company when placing the bonded wire caused the patient's allergic reaction. As we don't have any information, this reaction may be due to other external factors/common allergens that were introduced coincidentally at same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. Conclusion: the cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed and that the patient had no known allergies. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on (B)(6) 2024.